Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. Reportedly, the patient stated she had not used or charged the scs system in several months. Upon evaluation and troubleshooting of the issue the patient's ipg was deemed inoperable. Consequently, the patient's scs ipg was replaced with a new one and the issue was resolved.